Event description:
It was reported that the shaft of the device broke during surgery. The part broke outside the patient and no pieces fell inside. The surgery was completed using a non-s&n device. There was a delay of 30 minutes. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection showed that the flexible reamer shaft fractured within the shaft via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use that exceeds the strength of the material, a mechanical overload fracture can occur. The device was manufactured in 2016. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.